Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. Distorted display occurred when cycler turned on. Performed check on lcd assembly and detected a fault in the inverter board was burnt out. Burning smell was found. The faulty inverter board was replaced. There were no discrepancies encountered in the internal inspection of the cycler.

Event description:
A peritoneal dialysis nurse reported a blank screen while in training. The nurse was training the patient about his settings when suddenly the cycler went blank. During follow up the nurse reported the patient was performing treatment at the clinic when the alleged event occurred. The touch screen went blank and when the nurse tried to activate the touch screen the stop button only partially displayed and went completely blank. It was at that time a "overheating" smell was observed and seemed to come from the screen. Cycler was plugged into a grounded outlet which was not shared. No fluid was near the cycler. The patient did not have or experience any complications as a result of the alleged event. No treatments were missed. During evaluation the display inverter board showed thermal damage.